Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) about a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that out-of-range impedances were found on all eight contacts after the lead was placed during the patient¿s implant surgery. The lead was placed, an impedance check was done and then when the out-of-range impedances were found, a new mltc was opened and got the same results. The lead was then removed and replaced with a new lead and impedances were then normal. The issue was resolved at the time of the report. No symptoms were reported and the event occurred on (B)(6) 2017. It was reported that the explanted lead would be returned for analysis. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Product ID: neu_stylet_acc, product type: accessory. Analysis found no evidence of anomalies.

Manufacturer narrative:
Analysis is not yet complete. A supplemental report will be sent once the device evaulation is performed. In the future, a supplemental report will be issued.